Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that her blood glucose level was over 600 mg/dl because of no delivery alarms. She was nauseous and had difficulty breathing. The customer gave herself an injection with a syringe to treat her high blood glucose level. The site was sore or irritated. The infusion set was bent. The high pressure test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.